Manufacturer narrative:
It was reported the emt received a wrist strain during the sudden movement of the cot while transferring a pt from the cot to a bed. The emt was attempting to stabilize the cot when the injury occurred.

Event description:
It was reported through marketing that there was an injury to an emt while stabilizing a cot during pt transfer. The emt received a wrist injury and attended hand therapy with an occupational specialist at the request of the specialist hand surgeon. There was pt involvement, however, no adverse events were reported for the pt.